Manufacturer narrative:
Upon completion of the investigation a f/u report will be filed.

Manufacturer narrative:
(B)(4). Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Rep reported that as a result of enlarged ventricles a revision of the valve was conducted.